Manufacturer narrative:
Concomitant medical products: 1000ml b.braun bag ref l8650, lot j5s147, exp 12/17. 0.15% potassium chloride in 0.9% sodium chloride; 100ml baxter bag ndc 0338-0703-48, lot p346064. Exp feb17, potassium chloride. Therapy date 05/06/2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary infusion of 40 meq potassium chloride was intended to infuse at 25ml/hr however it was noted that approximately (B)(4) of the volume in the bag was gone in 5 minutes. The infusion was stopped and the tubing clamped. There was no patient harm. The secondary is suspected to have backflow into the primary and the customer requests the tubing be evaluated for check valve failure.

Manufacturer narrative:
The customer¿s report of a check valve failure was not confirmed. The set was visually inspected and no anomalies were noted. The check valve was visually inspected under magnification; it was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing resulted in no backflow. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.